Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection observed the lid and bezel are scratched. Functional evaluation revealed the unit cannot power on. The power supply led's do not illuminate when the power is plugged in. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module or a blown fuse. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the controller does not turn on. No case involved.